Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported by the patient that they received four shocks and their skin was warm over the device. The patient indicated that they were rushed to the emergency room and the device was interrogated. The patient did not know if the shocks were appropriate. Follow-up was attempted with the clinic; however, no additional information could be obtained. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.